Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. Fiducial markers were placed transperineally prior to the procedure. The procedure was performed under general anesthesia. The post procedure magnetic resonance imaging (MRI) showed significant rectal wall infiltration. It was noted the hydrogel disrupted the muscularis. The patient is asymptomatic and scheduled to receive external beam radiation therapy (ebrt). No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/07/2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.